Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. The patient had gained weight, no device related, which caused a positional change in the ipg.